Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported failure to deploy was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported failure to deploy and treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement was attempted in the left common femoral artery (lcfa) using the preclose technique prior to an endovascular aortic repair (evar). Reportedly, the sutures failed to deploy. Two additional proglide devices were used with the same results. The arteriotomy was a 6fr and during the evar procedure the sheath was upsized to an 8fr then a 14fr. The evar procedure was completed and a surgical cut down was done to suture the vessel closed and achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device and established in the pre-close technique. No additional information available.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other two proglide devices referenced are filed under separate medwatch MFR reference numbers.